Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon was unable to impact the polyethylene liner into the acetabular shell. After multiple attempts, a second liner was opened and used to complete the procedure.